Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device was returned for evaluation. Review of the video and photo showing the complaint found that the sampling line tube had been almost fractured at the joint with the venous port on the reservoir, at which a leak of the priming solution had occurred. Visual inspection revealed that the sampling line tube had been completely fractured off the joint with the venous port on the reservoir. There was no return of the fractured segment of the sampling line tube. The actual sample was rinsed for further inspection. Magnifying and electron microscopic inspections of the fracture cross-section of the sampling line tube did not found any embedded foreign particle or entrainment of air bubbles which would have contributed to the generation of the fracture. The surface of the fracture cross-section had a rough portion and a smooth portion. On the smooth portion, some streaks were noted to have been generated. From these findings, it is likely that the fracture started at one point on the tube and developed further in the direction the streams show. The sampling line tube may get fracture when it is subjected to shock force, e.g. By being hit with forceps during priming, due to stress concentrated on the transition between a hard material (port) and soft material (tube). Based on this knowledge, the simulation tests were conducted as follows. Shock force was applied to the sampling line tube at its joint to the port on an oxygenator test sample to get it fractured. Subsequent electron microscopic inspection of the fracture cross-section of the tube revealed the smooth surface with the generation of some streaks on it. The state very similar to that on the fracture cross-section of the actual sample was duplicated. Pulling force was applied to the sampling line tube at its joint to the port on an oxygenator test sample to get it fractured. Subsequent electron microscopic inspection of the fracture cross-section of the tube revealed the rough surface. The state was found to differ from that on the fracture cross-section of the actual sample. The sampling line tube of an oxygenator test sample was cut with a sharp tool at its joint to the port on the oxygenator. Subsequent electron microscopic inspection of the cut cross-section revealed the smooth surface with the generation of some line-like characteristic streaks on it. The state was found to differ from that on the fracture cross-section of the actual sample. A review of the device history record and product release decision control sheet from the reported product code/lot number combination was conducted with no findings. IFU states: do not use an oxygenator and reservoir that leaks. Replace it with another rx25 oxygenator and reservoir. There is no evidence that this event was related to a device defect or malfunction. It is likely that the break generated on the sampling line of the actual sample at the joint with the venous port on the reservoir is the cause of the reported leak. As a cause of the generation of the fracture on the sampling line, based on the configuration of the fracture cross-section, it is likely that the sampling line was exposed to shock force which exceeded the strength limit of this product during priming. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported during priming, it was found that there was leakage between the blood sampling tube and the venous port. The doctor continued using the product until the operation was finished. The procedure outcome and patient's condition was unknown.